Event description:
The facility reported to customer svc an infusion pump with a failure code 804:54. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.